Manufacturer narrative:
Section d4 brand name was corrected. D4. Primary UDI number has been updated. Section d4 lot number was inadvertently omitted on the initial manufacturer device report number. D6a and d6b implant and explant dates were reported incorrectly on the initial report that was submitted as the automated impella controller is not implanted/explanted in the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated. H5 and h8 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an automated impella controller was used to provide support during a high-risk percutaneous coronary intervention. The impella device was inserted through the left femoral artery without difficulty, and vessel closure preparation was performed. Percutaneous transluminal coronary angioplasty was conducted, followed by the use of shockwave balloons and cutting balloons in the left anterior descending artery. A decrease in pulsatility was noted during balloon inflations. Three stents were implanted, and their placement was verified using intravascular ultrasound. Following completion of the procedure, the impella device was gradually weaned and subsequently removed.